Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation of the product revealed that the prime history and suspend history was not showing data correctly. A 10 unit "normal bolus" was performed during investigation and was correctly captured in the pump history. A "suspend" and a "prime" were also performed during investigation. However, the pump history was observed to be overwritten so that only the latest suspend and prime were present. The pump black box download did not show any errors or alarms. An eeprom corruption was observed.

Event description:
On (B)(6), 2010, the reporter contacted animas on behalf of her son (the patient) alleging that the pump's prime history was only holding one record. The reporter did not allege any harm or injury because of the alleged issue.